Event description:
It was reported that the patient's leadless pacemaker went into backup mode. The device was successfully reset and restored. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
New information received indicated that the backup mode was discovered in clinic. There were no patient consequences.